Manufacturer narrative:
(B)(4). Date sent 12/19/2024. D4 batch # a9ek01. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one pcee45a device was received without sterile packaging. Upon visual inspection of the device, what appears to be dry lubricant was noted in the channel area and liquid lubricant was noted in the intersection between the anvil and channel. During the manufacturing process, a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. The lubricant is sodium stearate; this is known to be matter non-toxic and biologically non-hazardous that is attributable to the assembly process. This lubricant is safe for patient use. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished pcee45a, with lot/batch number a9ek01, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/13/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a nephrecotmy procedure, it was observed that the device had an excessive lubricant; and had its sterile seal being misaligned and not seated as normal. A competitive device was used to complete the procedure successfully with an unspecified slight delay. There was no patient harm. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 11/6/24; d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished pcee45a, with lot/batch number a9ek01, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.